Manufacturer narrative:
The returned device was thoroughly evaluated and found to be functioning as expected. No malfunction or other product condition that could have caused restricted or interrupted insulin delivery and contributed to the pt's high blood glucose was detected. Qualification records for the product lot were reviewed and all acceptance criteria were met. Omnipod user's guide advises that "the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4-6 times a day. Routine check allow you to identify and treat high blood glucose before dka develops." To treat dka, it recommends, "once you have begun treatment for high blood glucose, check for ketones. Check for ketones any time your blood glucose is 250 mg/dl or above. If ketones are negative or trace, continue treating for high blood glucose. If ketones are present and you are feeling nauseated or ill, immediately call your healthcare provider for guidance. If ketones are positive, but you are not feeling nauseated or ill, replace the pod, using a new vial of insulin. Check blood glucose again after 2 hours. If blood glucose level has not declined, immediately call your healthcare provider for guidance."

Event description:
On (B)(6) 2009 at 7:08 pm, the pt's blood glucose measured 309 mg/dl and he was about to ingest 26 grams of carbohydrate, so he administered a 1.30 unit insulin bolus. The next morning at 5:30 am he felt poorly and was vomiting. At 06:09 am his blood glucose was 253 mg/dl, so he took a correction bolus of 0.20 units. Despite multiple add'l correction insulin boluses, his blood glucose remained elevated (273-372 mg/dl) for the next 13 hours. At 07:06 pm he was taken to the emergency room where, at 06:26 pm, the device was deactivated and he was placed on an insulin drip. He reported that the doctor said he had diabetic ketoacidosis and that he had noticed high ketones at some point during the day.